Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from rep stating that during the check prior to use, one of the channel displayed open, they checked the electrodes impedance, found out the channel and deactivated it. Then, another channel was open. They followed the same procedure and the same problem continued until one channel was open. Then the box was replaced.

Manufacturer narrative:
Analysis found failure of impedance amp pcb, cracked housing at two corners. The rubber bumpers are missing. The rubber gaskets around the connectors are missing. The channels have an intermittent connection to the system, both the analog and bottom board have to be replaced. The pcb's and the housing have been replaced. The decals have been replaced. The device has been successfully tested according to its manufacturing specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare provider (hcp) reported that the device was not working. There was no patient impact.